Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Operative records from (B)(6) 2018 noted cultures sent (report not provided). There was small amount of fluid collection laterally, which was where the infection originated from. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient had an initial right femoral osseous integrated procedure. The suture ring was removed due to skin irritation. The patient went on to develop an infection requiring an incision and drainage. Subsequently, the patient elected to have the implant removed due to potential of future intermittent drainage and antibiotic use.